Manufacturer narrative:
Concomitant products: product ID: 3550-29, product type: accessory. (B)(4). Device analysis for ins (B)(4) revealed no anomaly found. The ins passed functional testing including a test for temperature change while the ins was stimulating. No anomalies were observed.

Event description:
Information was received from a company representative (rep) regarding a patient that was implanted with a neurostimulator (ins). It was reported that the ins burned the patient when turned on, but no burning when the ins was turned off. The patient felt burning just after implant. The burning was felt under the ins in the skin. The doctor took the temperature , it was high around 39 degree. The impedances were checked and were good. The ins was reinitialized, but the patient still felt burning. The ins was replaced and all was good for the patient. The patient felt very good with no burning anymore.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event was previously reported and a duplicate of manufacturer report number 3007566237-2016-02544. If information is provided in the future, a supplemental report will be issued.